Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital with complaint of shortness of breath (sob). The device was observed to be in storage mode and tachycardia mode was observed to have switched to off upon interrogation. Review of stored device memory revealed that the device reached end of life (eol) nine months ago. The patient had been lost to follow up. Boston scientific technical services (ts) discussed no therapy available in storage mode and recommended device replacement. No adverse patient effects were reported. Available information indicates that this device remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.